Manufacturer narrative:
(B)(4). Final analysis found only connector portion of the lead was received. Analysis of the returned portion of the lead found insulation abrasion exposing the outer coil at 19.6 cm to 19.8 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. This likely contributed to the reported complaint of noise.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was capped and replaced.

Event description:
New information indicated the lead had fractured.